Event description:
In 2001, a pt was scheduled to undergo an ep study with radio frequency ablation for possible tachyarrhythmia. While attempting to access the coronary sinus, the catheter became "knotted" and lodged in the right atrium. No further info was available at the time of this report. St. Jude medical is in the process of investigating this event. A supplemental report will be filed upon completion of this investigation.